Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three photos and one video was provided for the review. The photos show partial view of a j-tip guidewire in which stretch and bend were noted at several points. The video shows the clinician presenting a complete view of the j-tip guidewire in which stretch and bend were noted at several points. Therefore, investigation is confirmed for the identified stretched and deformation issues. However, the investigation is inconclusive for the reported device dislodged or dislocated and difficult to remove issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis placement procedure using the glidepath hemodialysis catheter. During the procedure the pre-loaded guidewire could not be withdrawn through the puncture needle. The operator removed the puncture needle and discovered the guidewire had allegedly dislodged. Catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis placement procedure using the glidepath hemodialysis catheter. During the procedure the pre-loaded guidewire could not be withdrawn through the puncture needle. The operator removed the puncture needle and discovered the guidewire had allegedly dislodged. Catheter was removed and replaced. There was no reported patient injury.